Manufacturer narrative:
The device was received for evaluation. During the evaluation, the system error 21502 (flange sensor failure) was unable to be reproduced when turning the device on and loading a syringe; however, the evaluation did observe a related flange issue. When removing the syringe, the device did not recognize the removal of the syringe from the flange. It was also observed that the grommet orientation required rework. An event history log review was performed, and it was noted that there were multiple occurrences of system error 21502. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The grommet orientation is the cause of the reported condition and the related flange issue experienced during evaluation. To resolve this issue, the grommet orientation was reworked. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed a system error 21502 (flange sensor failure) during programming/setup. There was no patient involvement. No additional information is available.